Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: d8, h3. H4, h6. Corrected fields: d9, e1 (name should be removed, added establishment). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's reported issue was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the foreign material remained in the device because reprocessing could not be conducted properly due to a leak from the scope cover. It was also noted the foreign material could not be identified. The following information from the instructions for use (IFU) pertains to this event: cf-hq1100dl/I operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Cf-hq1100dl/I reprocessing manual includes the preventive measures in chapter 5 ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.